Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an attempt to achieve hemostasis during an endovascular treatment using an exoseal vascular closure device (vcd) was unsuccessful. After an antegrade approach was made, the physician pressed the deployment button after the visual indicator window changed to black-black, however, the plug was confirmed to be in the entry of the superficial femoral artery which obstructed blood flow. The plug was surgically removed from the patient. The device was clinically used. The device has been discarded in the hospital, so will not be returned for analysis. The vcd did not show visible signs of damage. No resistance/friction was experienced as the vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The sheath locked properly against the cowling. An audible ¿click¿ was heard. Adequate bleed-back was observed. Excess force was not needed to fully depress the button. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator window did not show any red color during retraction. The plug was surgically removed from the body.

Manufacturer narrative:
As reported, an attempt to achieve hemostasis during an endovascular treatment using an exoseal vascular closure device (vcd) was unsuccessful. After an antegrade approach was made, the physician pressed the deployment button after the visual indicator window changed to black-black, however, the plug was confirmed to be in the entry of the superficial femoral artery which obstructed blood flow. The plug was surgically removed from the patient. The device was clinically used. The vcd did not show visible signs of damage. No resistance/friction was experienced as the vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The sheath locked properly against the cowling. An audible ¿click¿ was heard. Adequate bleed-back was observed. Excess force was not needed to fully depress the button. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator window did not show any red color during retraction. The plug was surgically removed from the body. The device has been discarded in the hospital, therefore will not be returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, procedural and/or patient factors may have contributed to the reported event. According the product IFU, users are cautioned to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.